Event description:
Procedure type: unknown. According to the reporter: after firing, the staple seemed to rip the tissue as they were cutting. So bleeding occurred and the surgeon had to hand suture. The operative time was extended by more than 30 minutes and the incision was extended by more than 1 inch.

Manufacturer narrative:
(B)(4).